Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: whittington hospital in the united kingdom reported that a peripheral intravenous catheter (PICC) had to be removed due to leaking around the hub of the device. The female patient had been diagnosed with thalassemia. She was described as an active and able-bodied patient. The patient self-administered her medications in her PICC lines before the event occurred. In (B)(6) 2020 the patient had a cook turbo-ject® single lumen power-injectable PICC (rpn: unknown, lot number unknown) placed. After approximately one year, the PICC had to be removed due to leaking. The leaking was not reported at the time of the occurrence as it was considered not to be a fault or complaint as it is was expected for the device to last one year. The device was removed and a turbo-ject® single lumen power-injectable PICC (rpn: upics-5.0-CT-nt-1111, lot number 13606338) was placed in the patient¿s arm on 22mar2021. The device was being used to administer desferrioxamine for treatment of thalassemia. The PICC was secured to the patient using a PICC securement device (stat-lock). A needleless connector as well as extension tubing were placed on the device. It was reported that the line was leaking about one month after it was placed. That event has been captured in medwatch report #: 1820334-2021-01333. The patient removed the PICC line at home. She was not admitted to the hospital when the leaking occurred. This resulted in a disruption to the prescribed medication therapy as she was unable to self-administer medications after the removal of the PICC line. A new PICC line was placed by the imaging department on (B)(6) 2021. Medication administration resumed after the placement of the new PICC line. A review of the documentation including the complaint history, instruction for use (IFU) and quality control procedures of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to assure functionality and device integrity prior to shipping. A review of the device history record (DHR) could not be conducted, as the lot number for this device is unknown. As adequate inspection activities have been established and no other lot related evidence is available, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information related to the reported failure mode: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. The warnings in the IFU state do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. The power injection procedure state. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure. Catheter maintenance ¿.if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter. The evidence from the complaint file and quality control documents indicates that the complaint device was manufactured to specification and there is no evidence of nonconforming product in house or in the field. Based on the information provided, no returned product and the results of our investigation, a definitive cause for the failure could not be established. Cook was unable to rule out manufacturing or inadvertent tension placed on the devices as a cause of the event. The appropriate personnel have been notified. Per the risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Suspect medical device: unknown turbo-ject® single lumen power-injectable PICC. (B)(6). Reporter occupation: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown turbo-ject® single lumen power-injectable PICC began to leak after one year in situ. The line was placed in (B)(6) 2020 and was indwelling for one year before leakage was discovered. The device was removed and replaced with a like device on (B)(6) 2021. No additional harm to the patient was reported. The subsequent PICC line was found to be leaking after one month and is referenced in the report with manufacturer report #: 1820334-2021-01333.